Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol_(B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was noted that the wireguide was not visible during an ultrasound. Upon removing the wire the end user noted the wire was frayed. No parts of the device remained inside the patient's body. There were no additional procedures or adverse events reported in association with this complaint.